Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved protaper hand-use sx 19mm that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1611066). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a protaper hand use file broke during use. No injury resulted. The outcome of the event is unknown as of this MDR evaluation.